Event description:
It was reported that bd eva-ai2-sm2 needle precisionglide 16x1-1/2in contained foreign matter. Verbatim: "needle 1.60 x 40 mm - needle came with dirt".

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.